Event description:
Event description guidant received information that during the implant procedure for these left ventricular leads, the patient's condition worsened as their blood pressure and oxygen saturation dropped. The leads were subsequently explanted.